Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed replace battery now on a recurring basis. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the replace battery now alarm did not occur after a low battery alarm. A new battery was inserted into the device and the replace battery now alarm recurred. There was no damage on the battery cap. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis has confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump was received with operating currents within specification. No unexpected replace battery now alarms noted. The insulin pump was received with scratched case, keypad overlay peeling, pillowing keypad overlay and minor scratched lcd window.